Event description:
The customer reported that the outer tube of his olympus ureteroscope was found damaged during preparation for a diagnostic procedure. According to the initial reporter, this did not cause any delays or patient harm as the patient was not yet under anesthesia. The intended procedure was completed using a similar device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The outer tube was found damaged. This damaged tube was also causing the unit to not produce an image. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Device was returned and the customer's allegation was confirmed. The device evaluation found the outer tube was damaged, resulting with image issues. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.